Event description:
It was reported that this right ventricular (rv) lead exhibited decreasing pacing and shock lead impedance measurements. An alert was issued for out-of-range low rv impedance and it was noted that the amplitude had changed. The physician plans to bring the patient into the clinic for a lead evaluation. No adverse patient effects reported. The lead was later surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited decreasing pacing and shock lead impedance measurements. An alert was issued for out-of-range low rv impedance and it was noted that the amplitude had changed. The physician planned to bring the patient into the clinic for a lead evaluation. No adverse patient effects reported. This lead remains in service.